Event description:
The complainant has reported that a male patient underwent a diagnostic endoscopic retrograde cholangiopancreatography which involved the use of a bsc biliary cytology brush. It was reported that during the procedure "while brushing the liver a piece of metal fell off inside of the pt." The physician was unable to retrieve the metal piece. The procedure was completed at that time and the physician elected to allow the piece to remain in the pt to pass naturally. It was reported that the pt "presented with a fever 3 days following the procedure. The physician treated the fever while waiting for the metal to pass". No further complications or ill effects were reported to have occurred as a result of this event.

Manufacturer narrative:
A review of the device history record was not performed due to the lot number not being provided; however, a product history search was performed and found 1 similar complaint against the upn number which was reported by this same customer. A ship history was performed and found that lot numbers 9447299, 9451453, and 9436640 were the last three lots sent to this customer. No other complaints were found against lot numbers 9447299, 9451453, and 9436640. A review of the device history record was performed for lots 9447299, 9451453, and 9436640 which revealed one anomaly for lot 9447299 for a material review report issue that was not related to the complaint. The 02/07 rolling 15 month complaint trending chart was reviewed and it was determined that the product family does not exhibit an adverse trend nor exceeds a number of complaints that would warrant further action at this time. The complainant has indicated that the device has been discarded; therefore, we are unable to conduct an evaluation and a root cause cannot be identified for the reported event.